Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter. The customer's blood glucose level was not impacted. Customer reverted to manual insulin injection for insulin therapy.